Event description:
This case was initially received via regulatory authority ((B)(6)) on 03-jul-2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("arthralgia"), myalgia ("myalgia") and conjunctivitis ("conjunctivitis"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy were performed on (B)(6) 2018 with removal of essure.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, myalgia and conjunctivitis outcome was unknown and the arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, conjunctivitis, myalgia and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case, a search in the global safety database was performed on 05-jul-2018 for the following meddra pts: pelvic pain: the analysis revealed 11657 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1810692) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("arthralgia"), myalgia ("myalgia") and conjunctivitis ("conjunctivitis"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy were performed on (B)(6) 2018 with removal of essure.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, myalgia and conjunctivitis outcome was unknown and the arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, conjunctivitis, myalgia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.